Manufacturer narrative:
Concomitant product: product ID: 407652, lead, implanted: (B)(6) 2006.

Event description:
It was reported that within two weeks of a generator change the thresholds of the right atrial (ra) lead increased to high levels, and no p waves were sensed. X-ray revealed the lead appeared to have fallen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.